Manufacturer narrative:
(B)(4). Device evaluated by MFR. Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the severely calcified coronary artery. A 10/3.25 flextome cutting balloon was selected for use. During the first inflation, it was noted that the balloon ruptured at 8atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.